Event description:
IT WAS REPORTED THAT THIS IMPLANTABLE CARDIOVERTER DEFIBRILLATOR (ICD) DELIVERED INAPPROPRIATE ANTI-TACHYCARDIA PACING (ATP) AND 5 SHOCKS FOR WHAT APPEARS TO BE ATRIAL FIBRILLATION WITH RAPID VENTRICULAR RESPONSE. THE PATIENT REPORTED EXPERIENCING SHORTNESS OF BREATH DURING THE EPISODE. TECHNICAL SERVICES (TS) WAS CONSULTED, AND UPON FURTHER REVIEW IT WAS NOTED THAT THE FOURTH SHOCK DELIVERED ACCELERATED THE RHYTHM. NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED. THIS SYSTEM REMAINS IN SERVICE.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (ATP) and 5 shocks for what appears to be atrial fibrillation with rapid ventricular response. The patient reported experiencing shortness of breath during the episode. Technical Services (TS) was consulted, and upon further review it was noted that the fourth shock delivered accelerated the rhythm. No additional adverse patient effects were reported. This system remains in service.Additional information was received indicating that this device was explanted due to normal battery depletion. This device has been returned.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our Post Market Quality Assurance laboratory. Multiple tests were completed to verify device functionality. Measurements through these tests were within normal values and no other anomalies were found. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.A Risk Review was completed and confirmed that the event of Inappropriate Shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.

Event description:
IT WAS REPORTED THAT THIS IMPLANTABLE CARDIOVERTER DEFIBRILLATOR (ICD) DELIVERED INAPPROPRIATE ANTI-TACHYCARDIA PACING (ATP) AND 5 SHOCKS FOR WHAT APPEARS TO BE ATRIAL FIBRILLATION WITH RAPID VENTRICULAR RESPONSE. THE PATIENT REPORTED EXPERIENCING SHORTNESS OF BREATH DURING THE EPISODE. TECHNICAL SERVICES (TS) WAS CONSULTED, AND UPON FURTHER REVIEW IT WAS NOTED THAT THE FOURTH SHOCK DELIVERED ACCELERATED THE RHYTHM. NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED. THIS SYSTEM REMAINS IN SERVICE.